Event description:
It was reported there was a black error screen during interrogation. It was also reported there was a system error that they could not recover from which made the programmer un-usable in the field. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the programmer had a system error; it was determined this error was due to a broken nylon standoff. Analysis also found the upper case is damaged. Concomitant product: 229047 analyzer. (B)(4).